Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a motor vehicle accident the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. X-ray imaging revealed fractures of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. The ipg was electively replaced.